Manufacturer narrative:
Trackwise#: (B)(4). The device was returned to the factory for evaluation on 12/13/2023. Photographs were provided by the account. A photographic evaluation was conducted. Signs of clinical use and evidence of blood was observed on the harvesting device. The extension cable was observed attached to the harvesting device. There were nicks observed on the collar of the cable. A white piece of material was observed coming out of the tip of the cable. No other visual defects were observed. An investigation was conducted on 12/20/2023. A visual inspection was conducted. Signs of clinical use and no evidence of blood was observed on the extension cord. Nicks were observed on the collar of one end of the cable. The end of the cable was still connected to the connector piece of the hp2 harvesting device, which was observed to be removed from the harvesting device. The ends of cut white wires from the harvesting device were observed coming out of the tip of the cable. The portion of the harvesting device connector was unable to be disconnected from the cable connector. The other connector was observed to be intact with no visual defects. Based on the photographic inspection, returned condition of the device, and investigation results, the reported failure "failure to disconnect" was confirmed. The reported device is an OEM device. The certificate of conformance was reviewed for the serial # (B)(6). The vendor certifies that this device lot conforms to all applicable product specifications and there were no non-conformances identified for the manufacturing batch.

Event description:
The hospital reported that after an endoscopic vein harvesting procedure, extension cable failed to detach from hp2 cautery wand. The hp2 handle was opened an the attachment hub was disconnected from the hp2 with the cable still attached. No harm to patient and no delay in case.

Manufacturer narrative:
Tw ID#: (B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.